Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent or analyzer problem was not present, as the qc results before the event were within acceptable ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer replaced the measuring cells. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1: the initial result was 130 ng/l. The repeat results were 53.40 ng/l and 53.30 ng/l. Patient 2: on (B)(6) 2025, the initial result was 218 ng/l. The repeat results were 258 ng/l and 267 ng/l.